Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -8.5/1.5/079 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting and elevated intraocular pressure. Later on the same date in a second surgery the lens was explanted and noted "the patient wouldn't implanted with the lens". The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).